Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the beta-subunit (hcgb) on an e602 analyzer. The event was said to have occurred at the end of (B)(6) 2016. The specific date of the event was not provided. The sample resulted as < 5 iu/ml and this value was reported outside of the laboratory to the doctor. The doctor asked for verification of the result since he did not trust the initial value. The value was believed to be implausibly low since the patient was pregnant. A new sample was collected from the patient and tested 6 days later at the beginning of (B)(6) 2016, resulting as 182 iu/l. The 182 iu/l value was expected by the customer. The patient was not adversely affected. The hcgb reagent lot number and expiration date were asked for, but not provided. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The observed result constellation may be expected if the pregnancy is in the very early phase. Within one week or less in early pregnancy, the measured hcgb values can rise as observed by the customer.